Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient's system controller went into backup mode and a red heart alarm occurred. It was also reported that the pump did not stop at anytime. The system controller was exchanged without incident.

Manufacturer narrative:
The system controller was returned to the MFR for eval and the report of a red heart alarm and the system reverting to backup mode was confirmed during analysis. The black power lead was found to have a compromised brown conductor (battery gauge line) at the connector end. When the black power lead was maneuvered at the connector end it resulted in low battery and power cable disconnect alarms, as well as interruption in pump support while tethered to a power module. The log file of the system controller was also reviewed and the data recorded was consistent with the reported event. This situation is being addressed through the MFR's corrective preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The MFR is closing its file on this event.